Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got power error detected on insulin pump. Customer's blood glucose was 258 mg/dl at the time of the incident. Went through troubleshoot and advised to monitor the pump and call back if the error recurs. Product will not be returned for analysis.